Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked becoming unresponsive. The device would not power back up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report of the display blanks out was observed and attributed to the lcd color display cable that was not properly seated. The cable was reseated to correct the reported problem. The customer's repot of the device would not power on was not replicated or confirmed. The device was put through extensive debug testing without duplicating the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.